Event description:
It was reported that this right ventricular (rv) lead high out of range shock impedance measurements approximately between 140-150 ohms. The clinic contacted the field representative for guidance. Technical services (ts) discussed continued monitoring and recommended consideration of a vector breakdown to further evaluate. Ts advised that if shock impedance increases beyond 150 ohms, lead replacement should be considered. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.

Event description:
It was reported that this right ventricular (rv) lead high out of range shock impedance measurements approximately between 140-150 ohms. The clinic contacted the field representative for guidance. Technical services (ts) discussed continued monitoring and recommended consideration of a vector breakdown to further evaluate. Ts advised that if shock impedance increases beyond 150 ohms, lead replacement should be considered. No adverse patient effects were reported. This rv lead remains in service. Additional information was received that this rv lead was surgically abandoned. This lead was capped and successfully replaced. No additional adverse patient effects were reported outside the revision procedure.